Manufacturer narrative:
Product evaluation: one imp,tsv,mcol mg,4.7mm,10m (tsvmwb10) was returned for investigation with an unknown zimmer screw in the drive feature. Visual evaluation of the returned product identified that the implant is fractured at the collar. It was reported that the patient has a history of bruxism. The reported product was located on tooth # 14 (universal) and used for approximately 4 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review was completed for the subject lot number 63247172. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63247172) for similar event and 1 other complaint was identified under cmp-0415188. Post market trend review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction has occurred and the reported events were confirmed. Sections updated: b4: date of report. G4: date received by manufacturer. G7: type of reporter. H2: follow up type. H3: device evaluated by manufacturer. H6: evaluation codes added. H10: manufacturer narrative updated.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight was not provided. Additional 510(k) number is k101880.

Event description:
It was reported that the implant platform fractured and was no longer restorable. Implant was removed and patient will return for a new implant in 4 months. Tooth #14.